Manufacturer narrative:
Device evaluated by manufacturer: the introducer sheath, pusher wire, and coil components of the complaint device were returned. The pusher wire and coil arms were interlocked inside the introducer sheath. Dried blood was visible inside the introducer sheath at the distal tip. The introducer sheath was inspected and the twist lock was fully opened. It was not possible to advance or retract the coil and pusher wire in the introducer sheath due to the dried blood. The introducer sheath was cut in several sections in an attempt to remove the coil and pusher wire; however, it was not possible to remove the entire introducer sheath from around the coil as the dried blood had ¿cemented¿ to the coil inside the introducer sheath distal end. Upon removal, the coil that could be inspected was found to be kinked and stretched, but not broken. Blood was found on the coil. The pusher wire was inspected and found to be slightly kinked and stretched at the distal end. Dried blood was also present. Microscopic inspection of the pusher wire found that the core wire had broken cleanly apart between the distal solder joint and mid solder joint. The zap tip shape and surface was smooth. The interlocking arm of the main coil was inspected and no damage was noted. The interlocking arm of the pusher wire ss coil was inspected and no damage was noted. All dimensions which were measured were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was found to be user related as continuous flush was not maintained which contradicts the dfu. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. Same case as MFR #: 2134265-2010-05926. It was reported that during a coil embolization procedure, the coil became stuck in the introducer sheath causing the coil to stretch. The anatomical location being treated was the mildly tortuous left renal artery. An interlocking detachable coil (idc) 2d 14mm x 20cm was unable to be advanced and stuck inside the introducer sheath. The pusher wire was pulled back and the coil was stretched. This coil was not implanted. Two unspecified coils were then implanted successfully. Then another idc 2d 10x30mm coil was advanced and partially deployed in the aneurysm. The physician did not like the placement of the coil, so the coil was attempted to be withdrawn into the renegade stc microcatheter, when the pusher wire detached from the coil. The coil was then attempted to be injected with saline into the aneurysm unsuccessfully. The coil was partially deployed in the feeder vessel. A sterling balloon was used in an attempt to advance the dislodged coil forward to the aneurysm site. The coil was then attempted to be snared through a renegade hiflo catheter. When the coil was attempted to be withdrawn, the coil stretched and fractured. A portion of the coil migrated down the femoral artery and was dislodged between the introducer sheath and the vessel wall. A stent was placed across the feeder vessel going into the aneurysm. The coil fragment was then attempted to be withdrawn through another manufacturer's catheter and migrated further down and dislodged in the profunda artery. This coil fragment was not able to be retrieved. The procedure was not completed. The patient's status is ok. However, returned device analysis revealed a broken pusher wire.